Event description:
It was reported on (B)(6) 2015, that a drill bit broke off during a sign in nail implant surgery to repair a fractured left femur. There was no reported harm to the patient or the surgeon as a result of this event.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not resumed to the manufacturer for evaluation. The root cause of the broken drill bit is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There was no reported harm to either the patient or the surgeon as a result of this event and the implant surgery was completed successfully. The broken drill bit was left in place and presents no further risk to the patient. Sign fracture care international continues to monitor these events as part of our post market activities.